Event description:
Customer reported via phone, she has been having issues with the buttons on the insulin pump ever since she received it a month ago. Customer states she has to press the buttons with her nails in order for them to work. There has been time the device doesn't follow the rewind process. Customer's blood glucose was over 300 mg/dl and there have been times her blood glucose is low. Customer declined troubleshooting for low and high blood glucose levels. She stated she can't blame the insulin pump for her glucose readings. Customer requested the device to be replaced. Customer was advised to discontinue use of the device and revert to back up plan. Customer is returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The pump was received with intermittent up arrow and act buttons due to flattened dome switches. No cosmetic damage was noted.